Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse of a customer reported via phone call of being currently hospitalized for high blood glucose of 360 mg/dl and diabetic ketoacidosis. Troubleshooting found that the pump previously alarmed no delivery but appears to be operating as designed. The nurse indicated that they cannot change the set and primed it only as a way to resolve the no delivery. Customer declined further high blood glucose troubleshooting but will call back. No further details provided.

Manufacturer narrative:
After further review of the complaint, it was determined this complaint was a duplicate submission. Please reference: MFR report number: 3004209178-2016-72316.